Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a software issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The problem with the software is a known issue and corrective actions are on-going.

Event description:
Livanova (B)(4) received a report that the touch screen of a centrifugal pump 5 (cp5) did not work during a procedure. There was no report of patient injury.